Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a backup battery fault alarm was confirmed via log file analysis and product testing. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review. The log files contained overlapping events spanning approximately 15 days ((B)(6) 2021, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 are from when the system clock was not set. On (B)(6) 2021 a backup battery fault alarm due to a failed load test. This alarm occurred intermittently in the log file until (B)(6) 2021 at 11:37:15. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. These alarms would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. During product testing when the system controller was powered on a backup battery fault alarm was activated confirming the reported event. A test backup battery was used with the returned system controller and the device passed all stages of testing and was able to operate with a pump. During further testing, the backup battery was load tested and was determined to be able to support pump function in both the returned controller and a test controller. The backup battery fault alarm was not reproduced again. Although not confirmed, the reseating of the backup battery may have contributed to the alarms clearing. The root cause of the reported event was unable to be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous system controller exchanged on (B)(6) 2020 is reported under MFR # 2916596-2020-05024. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for a backup battery fault since the night of (B)(6) 2021. The patient has had repeated issues with backup battery faults. The patient's 11v battery had been exchanged on (B)(6) 2020, and the patient's system controller had been exchanged on (B)(6) 2020. The event log captured multiple string of backup battery faults from (B)(6) 2021 at 15:11 to (B)(6) 2021 at 08:35. The technical services representative suggested reseating/verifying the ribbon cable connection and monitoring for reoccurrence. If the alarms reoccurred, it was recommended to replace the backup battery. The alarm reoccurred on (B)(6) 2021, and the battery was reseated with an immediate return of the alarm. It was reported that the corner of the ribbon cable was not fully engaging. The team performed a controller exchange given that the backup battery had recently been exchanged.